Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's sensor. The spouse states the customer had issues with sensor and blood glucose readings. The customer's device had gone into threshold suspend. The customer's blood glucose level was 200mg/dl, and their sensor was 108mg/dl. The difference was found to no be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.